Event description:
During vein harvesting for a pt. Undergoing CABG, the provider cauterized an area when the device suddenly stopped. It would start and stop repeatedly. Or team switched out the cord leading to the device, but the device continued to work intermittently. The device was removed from the sterile field and a new device obtained. No further issues were encountered. No harm to the patient noted. Manufacturer response for electrosurgical, cutting coagulation accessories, vasoview hemopro 2 (per site reporter). Asking for it's return to evaluate.